Event description:
It was reported that during a rectum procedure, the device did not function at activation. An error code was displayed. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were intermittent. We have documented the circumstances as they were reported to us. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.